Manufacturer narrative:
The manufacturer's investigation is on-going. Elekta will provide further information once the investigation has been completed.

Event description:
Xvi database corruption issues. Wrong patient selected on xvi in synergistic mode.

Manufacturer narrative:
Based on the risk of previous case of selection of the wrong patient the risk has been assessed as tolerable. No further investigation can take place by the manufacturer as the log files were not provided by the customer to confirm if this is a new problem or the same issue.